Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that immediately after delivering a synchronized cardioversion shock to a patient their device locked-up and became non-responsive. Medical personnel advised that following the shock, the device's display went blank but the led's on the keypad remained lit. Medical personnel then unplugged the device from ac power and removed, then reinstalled, the batteries. The device then powered back on when prompted. A backup device was obtained and used for the remainder of the event. There were no adverse effects to the patient as a result of the reported issue. Physio has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that immediately after delivering a synchronized cardioversion shock to a patient their device locked-up and became non-responsive. Medical personnel advised that following the shock, the device's display went blank but the led's on the keypad remained lit. Medical personnel then unplugged the device from ac power and removed, then reinstalled, the batteries. The device then powered back on when prompted. A backup device was obtained and used for the remainder of the event. There were no adverse effects to the patient as a result of the reported issue. Physio has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's system pcb assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
The customer contacted physio-control to provide patient information. Sections have been updated accordingly. Additionally, the customer advised that the patient survived the reported event.